Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 1-sep-2016, the fse did troubleshooting with the customer over the phone and determined that the diluent tubing was too long. The customer cut the tubing, primed the instrument, and resumed operations. The most probable cause of the reported event was kinked tubing inside the diluent bottle.

Event description:
On (B)(6) 2016, the customer reported error 2012, air detected (diluent), on their aia-360 analyzer. On (B)(4) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting for prog patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.